Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of patient was passed away. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During the evaluation of the device at the third-party service center, the device was visually inspected, and customer complaint was not reproduced. There was no error codes found. The device was scrapped.